Event description:
It was reported intra-operatively during a craniotomy for a tumorectomy that the tool broke. There was a 10 minute delay and the procedure was completed using back up products. Due to tenting, fracture occurred while the cranium was being drilled. The rotation speed was 60,000 rpm. There was no health damage. It was confirmed that no broken pieces remained in the patient.

Manufacturer narrative:
A1-5: patient information cannot be provided due to regional privacy regulations. Section e: initial reporter information cannot be provided due to regional privacy regulations. H3, h6) analysis was not performed for this event as the device was reported to have been discarded. Codes b17, c20, and d15 applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.